Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead complained of feeling tired. After some programming adjustments were made, high out of range pacing impedance measurements greater than 2,000 ohms, noise and increased threshold measurements were observed. Sensing was noted to be programming tip to ring and pacing was tip to can. Sensing and pacing configurations were reprogrammed to resolve. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.